Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim and medical records received. After review of medical records patient was revised to addressed failure of right total hip replacement with metallosis. Operatives notes indicated that patient had pain and swelling several years. Cobalt and chromium levels were elevated. A large amount of fluid in the joint was noted to distend the capsule but the surrounding muscle and soft tissue appeared healthy. There was some visible but mild metallic tissue staining and the synovial fluid was clear was cloudy. A mild fretting of the trunnion was noted. Cup was removed with a minimum of acetabular bone loss. Doi: (B)(6) 2008; dor: (B)(6) 2021 right hip.